Event description:
When closing 5 french sheath in left fa [femoral artery], the device failed to close, and the balloon popped in the mynx. Held pressure on the groin for 20 minutes with no complications. Manufacturer response for vascular closure device, mynx (per site reporter). Formal complaint filed and rep picked up defective product to return for investigation.